Event description:
Note: this manufacturer report pertains to one of two devices used in the same procedure. Refer to manufacturer report #3005099803-2015-00989 and 3005099803-2015-00990 for the other associated device information. It was reported to boston scientific corporation on (B)(6) 2015 that two speedband superview super 7 devices were used in the esophagus during an esophagogastroduodenoscopy (egd) with banding for variceal bleed procedure performed on an unknown date. According to the complainant, during the procedure, the physician turned the handle a single time; however, multiple bands prematurely deployed from the ligator cap of the first speedband superview super 7 device. The same issue occurred with the second speedband superview super 7 device. A third speedband superview super 7 device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿fine and the bleed was controlled.¿

Manufacturer narrative:
Reported issue of bands deployed prematurely. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.